Event description:
Same case as MDR ID # 2134265-2013-03759, 2134265-2013-03764. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure. No patient complications were reported and patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).